Event description:
A report was received that, during a lead revision procedure, the physician moved the pocket site from the pt's abdomen to the flank, due to the pt losing 40 pounds. The pt is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.